Event description:
Patient was implanted with a plate and seven screws on (B)(6) 2007 due to a general nose fracture, nasal orbital ethmoid (noe). On an unknown date the patient came in for a hardware removal because the plate was exposed and coming through the skin of the nose. The surgeon explanted the plate and seven screws. The nose fracture was healed and the surgeon did not replace the explanted plate and seven screws. None of the explants were broken and the procedure was completed successfully. This is 6 of 8 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.